Manufacturer narrative:
Clinical review: there is a possible temporal relationship between peritoneal dialysis utilizing the liberty select cycler and cycler set and patient event of peritonitis. It is unknown if the patient was completing pd therapy at the time or if patient was hospitalized for the myocardial infarction (mi) when peritonitis was acquired. It is unknown if patient was completing pd therapy during hospitalization. It is unknown if the patient was in active treatment at the time of the mi. There is no information to suggest that the patient was in treatment when the event occurred. There is no allegation of a device malfunction or deficiency, or cycler set defect reported for either the peritonitis event or the mi. Although no information was provided related to culture results or the determined cause of the reported peritonitis, pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. ¿patients with ckd exhibit a pronounced risk for cardiovascular events: 50% of all patients with ckd stage 4 to 5 have cvd, 2 and cardiovascular mortality accounts for 40% to 50% of all deaths in patients with advanced ckd (stage 4) as well as end-stage kidney disease (stage 5), compared with 26% in controls with normal kidney function.¿ ¿acute myocardial infarctions (ami) occur with an increased frequency in patients receiving long-term dialysis treatment for end-stage renal disease (esrd).¿ based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported myocardial infarction and peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2026 due to a myocardial infarction and peritonitis. No further information was provided. Attempts to obtain additional information were unsuccessful.